Event description:
Event description guidant received information that ever since this implantable cardioverter defibrillator (ICD) was reprogrammed per the field advisory, the patient reports episodes where everything goes dark and he goes under. ,